Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the article: monteith sj, m.d., tsimpas a, m.d., m.sc., dumont as, md., et al. Endovascular treatment of fusiform cerebral aneurysms with the pipeline embolization device. J neurosurg 120. 2014:945-954. A total of 146 patient were treated with pipeline embolization device (ped). 24 of the 144 were identified as having fusiform aneurysms (9 men and 15 women) with a mean age of 59 years. All the patients were given anti-platelet therapy. 23 of the 24 had no procedural complications. One had a groin pseudoaneurysm that was managed conservatively. 4 of the 24 had major complications related to the aneurysm treatment and there was one death. Case (B)(4): treatment of a large aneurysm measuring 22mm x 23mm x 20mm located in the basilar trunk. The patient presented with ataxia and cranial nerve palsy vi underwent pipeline (5mm x 30mm) embolization treatment involving one pipeline without issues. The patient had a vp shunt placed in preparation for the predicted swelling and aqueductal closure resulting from the aneurysm thrombosis. The patient did well. 7 months post procedure, the patient suffered a subarachnoid hemorrhage and care was withdrawn by the family and he subsequently expired.